Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16 synergy¿ drug-eluting stent was selected for use. During unpacking of the device , the stent protector was removed, however it was noted that the distal edge of the stent got lifted. There was no resistance while removing the stent from the sheath and the handling of the device was proceeded as per direction for use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was damaged; it was stretched on the distal end. No damage was noted on the proximal side of the stent. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16 synergy drug-eluting stent was selected for use. During unpacking of the device , the stent protector was removed, however it was noted that the distal edge of the stent got lifted. There was no resistance while removing the stent from the sheath and the handling of the device was proceeded as per direction for use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.